Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A caregiver for a peritoneal dialysis (pd) patient contacted fresenius technical service to report the liberty select cycler alarmed several times tonight with an m31 air detected in cassette warning during fill 1 of 4. The patient was connected during the incident. Fluid was not discovered. Air bubbles were discovered in the unused lines and drain line. Unused lines were clamped. The caregiver rebooted the cycler and the m31 warning returned. The caregiver also reported a cassette pops out/hard to insert issue during step 1 of setup on the cycler. The issue did not occur at the time of the call. A fluid leak was discovered in step 8 of treatment complete. The patient was not connected during the incident. Fluid was found in both the pump module area and the external portion of the cassette. Fluid leaked from the inside of the cassette door. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient confirmed the reported event of fluid being found in both the pump module area and the external portion of the cassette during step 8 of treatment complete. Fluid leaked from the inside of the cassette door. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they did not complete treatment on the night of the reported event. The patient confirmed they have continued using the cycler for their pd treatment without issue since. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler. The patient confirmed that the reported leak, which did not occur at the time of the call, occurred on (B)(6) 2022.

Event description:
A caregiver for a peritoneal dialysis (pd) patient contacted fresenius technical service to report the liberty select cycler alarmed several times tonight with an m31 air detected in cassette warning during fill 1 of 4. The patient was connected during the incident. Fluid was not discovered. Air bubbles were discovered in the unused lines and drain line. Unused lines were clamped. The caregiver rebooted the cycler and the m31 warning returned. The caregiver also reported a cassette pops out/hard to insert issue during step 1 of setup on the cycler. The issue did not occur at the time of the call. A fluid leak was discovered in step 8 of treatment complete. The patient was not connected during the incident. Fluid was found in both the pump module area and the external portion of the cassette. Fluid leaked from the inside of the cassette door. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient confirmed the reported event of fluid being found in both the pump module area and the external portion of the cassette during step 8 of treatment complete. Fluid leaked from the inside of the cassette door. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they did not complete treatment on the night of the reported event. The patient confirmed they have continued using the cycler for their pd treatment without issue since. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler. The patient confirmed that the reported leak, which did not occur at the time of the call, occurred on (B)(6) 2022.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.